Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance. No programming changes were made. The patient was in stable condition.

Event description:
New information noted that the patient was in stable condition.

Manufacturer narrative:
The type of investigation and investigation findings codes should have been 4114 device not returned and 3221 - no findings available instead of 4118- type of investigation not yet determined and 3233 - results pending completion of investigation, respectively.

Event description:
New information received noted that the right ventricular (rv) lead exhibited low pacing impedance which had reoccurred on (B)(6) 2023. No intervention was reported. The patient's status was not reported.